Manufacturer narrative:
Investigation summary bd received one photo for investigation. The evaluation of the photo indicated that an incorrect cap (grey) had been applied to the k2e edta tube (pink cap). Upon visual inspection of 100 retained samples, no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed one tube with a different colored cap within the sealed package. No patient or impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed one tube with a different colored cap within the sealed package. No patient or impact reported.